Event description:
It was reported that the motor drive unit hand control got too hot. As the alleged malfunction was noticed while tested, there was not a case involved. No user injuries have been disclosed.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of overheating could not be reproduced. Product did fail functional testing with hand piece motor fault. Cause of motor fault is a defective motor. Overheating did not occur during functional testing. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.